Manufacturer narrative:
Additional information: b5: information updated regarding which device encountered the reported issue of sparking.

Event description:
Upon further review of the information provided by the customer, the sparking was not from the ID now transformer but from the power cord of the alere universal printer.

Manufacturer narrative:
Investigation report: the customer called in an left a voice mail stating their alere universal printer's power cord was sparking and stated they had stopped using it because of the sparking. The customer confirmed the transformer (black box) was the part of the cord that was sparking. Technical services (ts) confirmed the customer did not stop using the ID now due to the alleged printer cord deficiency; they stopped using the printer. Upon further clarification with the customer regarding the sparking event, the customer stated she both heard and saw the spark at the spot where the prongs enter the outlet and confirmed she did not feel the spark. Ts ordered the customer a replacement cord and confirmed everything was working with the replacement cord. The abbott technical consultant (tc) went on site and was able to get the cord in question to return for further investigation. The tc also sent in pictures of the cord. Abbott diagnostics scarborough received the power adapter and the ac power cord and inspected it for physical damage and functionality. Both the power adapter and the separate ac power cord were closely inspected for damaged insulation or exposed wires. No damage or abnormal wear were observed. The entire device was checked for any burn, char or smoky smell that could result from the reported sparking (arcing) and no abnormities were found. The device was connected to ac mains power (120vac) and power applied. There were no visible sparks (arcs) and all connections appeared secure. There was no arcing sound observed from any of the components or electrical connection points. The output voltage was checked and found to be 0vdc when 24vdc is expected from a properly operating power cord. A known-working printer was attached and confirmed to be non-functional due to the lack of the necessary 24vdc. Based on our evaluation of the returned power adapter and ac power cord, it was determined that the power adapter sustained an internal failure rendering the device unusable. It is probable that the user report of "sparking" was the failure in progress. Arcing (or sparking) would have been fully contained within the sealed enclosure which shows no evidence of breach. There is no evidence of the failure presenting any hazard to the end user. Based on the above summary, the investigation is deemed closed.

Event description:
The customer provided additional clarifying information stating that the sparking came from the prongs at the end of the power cord of the alere universal printer when plugging it into a wall outlet; not from the ID now instrument as initially reported.

Event description:
The customer reported the transformer of their idnow instrument was sparking. Additionally, the customer confirmed that no harm occurred and the instrument is no longer being used due to the sparking.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.